Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch #m91h7x. The device was received with the upper jaw detached returned and with the I-blade upper tip broken off not returned. In addition, the cable was cut off. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the ¿reposition jaws and reactivate¿ issues. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic colon resection procedure, after approximately one hour of usage, the device upper jaw broke off. Before this, the generator gave an error two or three times (reposition jaw). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.